Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection was performed, and the customer's problem was duplicated. Downstream sensor, upstream sensor and rear housing battery compartment were contaminated. Found that the microprocessor unit board clock battery lead contact was pulled off causing alarm message to display error code. The most probable cause of the issue was a faulty microprocessor unit board which was replaced in order to fix the issue.

Event description:
It was reported that there was an error 1260 and cracked rear case at the bottom. There was no patient involvement, and no patient harm/adverse event reported.